Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in humidity invading inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii duodenovideoscope was returned for annual maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the light guide lens was dirty and water tightness was lost due to the forceps elevator being lost. The report is being submitted due to the dirty lens and lost water tightness found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the bending section cover adhesive was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.